Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non-dependent patient presented for follow up. During the device check, the right ventricular lead exhibited a loss of capture. The rep noted that the physician nicked the lead. The lead was explanted and replaced. No patient symptoms were reported. The patient would continue to be followed normally.